Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/30/2017 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the ok/enter keypad button was found to be intermittently unresponsive; all other keypad buttons responded appropriately. The keypad cover was removed and the ok keypad button contact was observed to be damaged. Unrelated to the original complaint, the battery compartment was found to be cracked below the grip pad to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok/enter button was under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.